Manufacturer narrative:
The certas plus with sg was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation the no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus with sg was implanted to a(B)(6) female patient via l-p shunt on an unknown date with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The pressure setting could not be changed, and the valve was removed on (B)(6) 2021. The patient is in the follow up. No further information was provided by hospital.